Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring had a malfunction. There was no other info available. On 05/21/2007, add'l info was received, it was reported that the seal would not uncoil. This is a reportable malfunction. There was no pt effect reported by the hosp.